Event description:
It was reported that the device has over temperature and can't recalibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Visually inspection found fluid damaged to main print circuit board. Crack in the return tube which had leaked water and damaged multiple components. The root cause of the reported issue was design. Actions were taken to mitigate the reported issue: replaced return tube and replace main print circuit board.